Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, the patient presented to the emergency room with a rupture caused by a type 3b endoleak. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft, a non- endologix (gore) limb stent graft and another non- endologix (icast) stent. The 3b endoleak was resolved; however, the patient's blood pressure was still not good because of the blood in the abdomen. The physician elected to open the abdomen to relieve the pressure and make sure the graft was working to exclude the ruptured aaa. The patient was closed and sent to the intensive care unit.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak and rupture were confirmed. The additional surgical procedure (laparotomy) was unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.